Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint states: "this reporter states that several clinicians have had problems with unexpected extubation." There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). Teleflex requested additional information for device catalog number and lot number as well as patient condition. No additional information was provided in this regard. It was reported that the device was discarded. The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint states: "this reporter states that several clinicians have had problems with unexpected extubation." There was no report of patient impact or consequence.